Event description:
It was reported that an interrogation observed a non-sustained tachycardia episode with t-wave oversensing (twos) on the right ventricular (rv) lead. It was noted that the sensing was programmed rv tip to rv coil since implant due to small r-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. (B)(4).